Event description:
A report was received about an altitude alarm 21 issue declared by the pump. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to troubleshoot the issue by removing and reconnecting the cartridge but was initially unable to resume insulin. However, after reloading the same cartridge, insulin delivery was successfully resumed and no further action was required.